Manufacturer narrative:
Investigation: when actual product received was checked, the downstream side of the infusion filter was broken. In the damaged part, no sign of defect in assembly work such as adhesion failure was found. Filters are shipped from the manufacturer of filters meeting bending strength specifications of 3.175 kg or more. In addition, in our manufacturing process, 100% appearance inspection is conducted just before packaging. From the above, it was estimated that this event was damaged during the use by applying some excessive bending direction load to the relevant point. Customers should be careful not to apply an excessive load during use, and also use it while regularly checking for abnormalities such as loose or broken connections, or liquid chemical leaks.

Event description:
It was reported that chemo leaked from the IV set/60drop/2cq/f/sb/50cm filter during use. The following information was provided by the initial reporter, translated from japanese to english: "chemo leaked from the filter."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that chemo leaked from the IV set/60drop/2cq/f/sb/50cm filter during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "chemo leaked from the filter."